Event description:
Pt reported obtaining a blood glucose result of 138 mg/dl, while using the suspect device. Pt took his normal dosage of oral diabetic medication and approx 3.5 hours later pt began feeling lightheaded. Pt reportedly retested his blood glucose and obtained a result of 87 mg/dl; fifteen minutes later, pt's blood glucose measured 78 mg/dl. Pt self-treated by eating "glucose," after which his blood glucose measured 122 mg/dl. Pt indicated that he continued to experience hypoglycemic symptoms and retested blood glucose 1 hour later with a result of 48 mg/dl. Pt reportedly phoned emergency medical services. Upon their arrival, pt's blood glucose measured 81 mg/dl, on the suspect device, and 353 mg/dl, on paramedics' blood glucose monitor. No treatment was received. Quality control testing had not been performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.